Event description:
It was reported that during an unknown procedure, the staple did not close properly. The staple folds in an asymmetric way, as a consequence tissue lips were not closed properly. Moreover the stapler doesn't let to see the level of incision in the proximal direction. The case was carried out by applying manual sutures. It was reported a delay to cicatrize. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)